Manufacturer narrative:
On 26-jul-2021, mentor became aware of the following: the patient suffered several unexplained systemic symptoms following implantation of her breast prostheses, including vitiligo, migraines, body aches, joint pains, and skin problems. The root cause of the patient¿s symptoms is unclear. Refer to manufacturer report number 1645337-2022-08351 for the report relating to the patient¿s right breast prosthesis. The patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. The removed breast prostheses were discarded following explant surgery. Reason for device explant and/or reoperation: autoimmune disorder, left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.